Manufacturer narrative:
Correction to h10. Added the related report number in the correct field.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-06816. Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. Update to d4, h2, and h3. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. A visual inspection revealed that the valve appeared distorted at the outflow, with multiple struts slightly bent outward potentially due to manipulation during device withdrawal. No other abnormalities were observed on the delivery system or sheath. Due to the nature of this complaint, no applicable functional or dimensional testing was performed on the returned device. The 3mensio found tortuosity and calcification were present in the right access vessel. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported events of withdrawal difficulty and balloon dislodgement were confirmed empirically based on event description and returned device condition (e.g., the valve was off the balloon and with distortion). In this case, there was no allegation on a device malfunction contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, the safari wire was inadvertently removed by the scrub technician after the implanting physicians had advanced the delivery system into the descending aorta but prior to balloon alignment. In response, the team attempted to retract the valve into the esheath and remove the system as a single unit. While the esheath and delivery system were successfully withdrawn, the valve dislodged and remained at the arteriotomy site. Per additional follow-up, the root cause of the vascular complication was determined to be procedural in nature specifically, the premature removal of the safari wire and subsequent manipulation of the delivery system and esheath." Per training manual, the user is instructed to verify that the wire remains positioned while withdrawing the delivery system and sheath as a single unit completely from the arteriotomy. The wire provides critical support and alignment for the thv delivery pathway. In this case, if the wire is inadvertently removed before valve deployment, the delivery system may lose its coaxial alignment, which can lead to difficulty during withdrawal. Available information suggests that use error (premature wire removal) may have contributed to the complaint event. Additionally, if the sheath is unintentionally pulled during removal of the entire unit, the valve may become exposed and dislodged from the balloon, potentially remaining inside the patient. Under such conditions, further manipulation of the delivery system and sheath, especially without wire support, can significantly increase the likelihood of thv dislodgement. Available information suggests that procedural factors (device manipulation resulting from premature wire removal) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral access through the right common femoral artery (cfa). During the procedure, the safari wire was inadvertently removed by the scrub technician after the implanting physicians had advanced the delivery system into the descending aorta but prior to balloon alignment. In response, the team attempted to retract the valve into the esheath and remove the system as a single unit. While the esheath and delivery system were successfully withdrawn, the valve dislodged and remained at the arteriotomy site. A vascular surgeon performed a surgical cutdown to control bleeding and retrieve the dislodged valve. A new 14 french esheath was then inserted into the same exposed artery, and a second 26 mm resilia valve was successfully implanted. The patient remained in stable condition following the procedure. There was no allegation or indication of a product malfunction. The esheath was fully inserted during device preparation, and no abnormalities were observed during insertion or removal. The vessel was pre-dilated using an edwards dilator, and no difficulty was encountered with the sheath or dilators. The root cause of the vascular complication was determined to be procedural in nature specifically, the premature removal of the safari wire and subsequent manipulation of the delivery system and esheath.